Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed displacement test, sleep current measurement, active current measurement and self test. Unit was monitored and functioning properly. No low battery alarm during test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had received replace battery now or reoccurring replace battery now alerts without prior low battery alert. Customer's blood glucose level was 237 mg/dl. Insulin pump will be returned for analysis.